Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's parents report that at times the child seems not to hear. Trauma is unknown.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient's parents report that at times the child seems not to hear. Trauma is unknown. During device removal, it was seen that the device housing had shifted.